Event description:
It was reported that the patient presented in clinic for a scheduled follow-up. Upon review, the implantable cardioverter defibrillator exhibited non-sustained right ventricular oversensing and post-sensed t-wave oversensing. Prior remote episodes revealed a previous non-sustained right ventricular oversensing episode. Inappropriate low amplitude r-wave measurements were also noted. The device was reprogrammed. The patient was stable throughout and will continue to be monitored.